Event description:
The following has been reported: serial number: (B)(6). Complaint: per nurse: without alarms or warnings, the IV pump was found with a display malfunction, appearing to glitch or shift the screen back and forth repeatedly. It was running a vasopressor, norepinephrine and could have led to a patient safety event. It was removed and tagged, with a patient safety event created. It could lead to patient harm. Patient involvement: yes. Active infusion: yes. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen). Screen no input. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a mechanical hardware failure (screen). Upon return, the device is exhibiting lcd touch screen not functioning properly (intermittent pixel issues). Lcd touch screen will be removed and replaced during repair process. No other damage found.